Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster was implanted to seal a saphenous vein graft (svg) to the posterior descending artery (pda). Upon the initial deployment at 16 atmospheres, there was a persistent small leak. Post-dilatation was performed at 20 atmospheres and the perforation was sealed. Another graftmaster was also deployed with no device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was provided: an 18 mm stent perforated the vein graft and the graftmaster 3.5 x 19 mm was implanted; however, in order to seal the perforation completely, as it was leaking, the graftmaster 3.5 x 16 mm was deployed sealing the perforation. There was no additional patient sequela.